Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery at l4/5 due to lumbar intervertebral disc herniation. Intra-op, the screen of the scope was cloudy and the image was not visible. When the product was checked there were small scratches on the tip of the lens found. Something like moisture was found in the internal lens. Right after the receipt of the scope, the monitor image was not foggy. However, when a wet cloth was placed on the side and left for about 1 hour, the monitor image became foggy. Then the scope was replaced to another scope and the procedure completed successfully. There was a delay of less than 60 minutes in overall procedure time and there were no patient complications reported as a result of this event.